Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician went up with the transseptal equipment. They had a difficult time making contact with the septum and had to rewire the sheath 3 times. Once they made contact, they crossed low and anterior. Heparin was given yielding a 246 act. They gained access to the laa and shot a contrast picture. They then advanced the was into the laa over the pigtail and prepped a 24mm device. The was was never tenting the laa. The physician advanced the 24mm device up to the distal marker band on the was and snapped back. They then shot a contrast picture which showed they had pulled 4mm out of the laa. They decided that they were still in good position to deploy the device. The closure device was deployed but, was proximal in every view on transesophageal echocardiogram (tee) so a full recapture was performed. Another physician did a pericardial effusion sweep on tee that showed a 1cm pericardial effusion. It was decided to pull the was to the right side of the heart and give protamine to reverse the heparin (repeat act after protamine was 114). The patient never experienced hypotension. The physician decided to perform a pericardiocentesis and drained 280cc of blood. The patient left the catheterization lab with the pigtail catheter drain in place and was discharged to the post-anesthesia care unit. The patient remained in the hospital for two days before being discharged home. It was noted that the physician suspected the effusion came from the transseptal puncture since the effusion was around the right atrium. Since the physician had difficulty making contact with the septum, he thought he might have hit the posterior wall of the right atrium while he was advancing his transseptal sheath up to the superior vena cava.